Event description:
Paramedics inserted an intraosseous catheter in left tibia pre-hospital. Upon removal of the catheter in the ICU, the catheter broke and a piece was retained in the tibia. Date of use: (B)(6) 2011.